Event description:
It was reported that two (2) controllers exhibited unexpected power loss and ventricular assist device (vad) disconnect alarms. During the log file data review, it was also noticed multiple low flow alarms. The vad and controllers remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller. Model #: 1420 / catalog #: 1420 / expiration date: 31-may-2021 / serial#: (B)(4)/ UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-may-2020. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ controller/ model #: 1420 / catalog #: 1420 / expiration date: 31-may-2021 / serial#: (B)(4)/ UDI #: (B)(4). Device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-may-2020. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and two (2) controllers (B)(6) were not returned for evaluation. Log file analysis revealed that (B)(6) was the controller in use during the reported event date. Review of the controller log files associated with (B)(6) revealed a controller power up logged on (B)(6) 2020 at 09:32:04. Various parameters, including time, patient ID, pump ID, and speed were programmed following the controller power up event. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged at 09:47:02 on (B)(6) 2020, indicating that the power up event occurred during the initial programming of the controller. Log file analysis associated with (B)(6) also revealed four (4) low flow alarms logged on (B)(6) 2020. Additionally, a vad disconnect alarm was logged on (B)(6) 2020 at 14:47:11, indicating a physical disconnection of the driveline from the controller. Review of the controller log files associated with (B)(6) revealed two controller power up events logged on (B)(6) 2020 at 04:20:33 and 10:19:47 with an associated pump start event logged at 10:19:49. Additionally, a vad disconnect alarm involving (B)(6) was logged on (B)(6) 2020 at 04:20:42, likely due to the controller powered up without the driveline connected. Various parameters, including time, patient ID, and pump ID were programmed following the controller power up events, indicating the power up event occurred during the initial programming of the controller. As a result, the reported low flow alarms, the controller power up events, and the vad disconnect alarms events were confirmed. The most likely root cause of the observed controller power up events can be attributed to initial programming of the controllers by the site. Based on the risk documentation, possible causes of the reported low flow events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible cause of the reported vad disconnect alarms can be attributed, but not limited to, physical disconnections of the driveline from the controller and/or the controller being powered on without the driveline cable connected during initial programming of the controller. Additional products: controller 2.0 (B)(6), h3: yes. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14. Controller 2.0 (B)(6), h3: yes. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.